Event description:
Nurse noted bleeding under central venous line (cvl) dressing located in the right internal jugular. Catheter noted to have broken off from hub. Catheter still in patient. Patient turned head and coughed and catheter came out intact.====================== health professional's impression======================unsure